Event description:
It was reported that the temporary pacing cables were broken close to the pulse generator connector. It is expected that the the cables will be returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)